Manufacturer narrative:
No product has been returned for evaluation as no product malfunction has been alleged. No revision procedure is scheduled at this time. Information received indicates patient was found to be allergic to titanium post-operative. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: metal sensitivity or allergic reaction to a foreign body...".

Event description:
Received information which indicated patient was identified as having an allergic reaction post anterior cervical discectomy fusion procedure. Patient is confirmed to be allergic to titanium and has been experiencing severe headaches/other issues since the procedure.